Event description:
It was reported that the fiber broke near the connector after a few mins of use. It is unk how the case was completed. No add'l info was available. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to be separated from the connector; the fiber was also found to be broken underneath the blue fiber jacket; approx 10 inches from the distal tip. The most probable root cause of the device failure was suspected to be related to user handling/excessive bending during the procedure.